Event description:
Customer is reporting a cap sample for the dat test was tested and resulted as negative. The expected result was positive for complement.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).